Manufacturer narrative:
Device evaluation: the product was returned on 02-sep-2025. The investigation of the product was completed on 09-dec-2025. The investigations did not reveal a root cause related to the labelling, the device, or its history. The physical investigation of the ui400 did not show any abnormality in the log files at the date of the event. However, it was determined to have a temporary mechanical defect of the low-pressure valve which may not have been triggered properly. This malfunction can support an emphysema but is not the trigger for it. No cause can be determined to the insufflator unit, ui400. The cause is determined by the patients' conditions in both cases. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that during laparoscopic-gynecological surgery, there was a subcutaneous emphysema extending up to the patient's neck. Two cases occurred on the same day in two different patients. No information about any product malfunction provided. No treatment of the subcutaneous emphysema was required. The patients are in good condition, the incident did not affect their health. 2 complaint cases were created, because of the 2 patients involved. (B)(4).